Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400+ mg/dl. The customer treated with the pump and shots. Customer's blood glucose value was 383 mg/dl at the time of the call. The customer was assisted with reviewing the settings. The customer did not want to complete troubleshoot. The product was not returned for analysis.